Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) presented in fallback with device funtionality limited permanently to a single zone shock only. It is reported that the patient recieved a shock 3 weeks ago.